Event description:
Report 8 of 11. It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. There was no report of patient impact. Assays used: mrsa xt. The following information was provided by the initial reporter: we have been experiencing what appears to false positive results for the mrsa xt assay. We have 2 instruments and run mrsa xt assay primarily on system ct2653. Initially we thought there may be an issue with reader b of that instrument, but we have now seen the issue on both a and b sides as well as our other system ct2656. We see extremely low pcr amplification interpreted as positive, that upon repeat on bd max and/or genexpert systems are negative. Run 10009 (B)(6) 2023): sample ID- (B)(6) generated a positive result with a poor graph. Repeat testing on genexpert was negative. We have been running the bd max systems for a very long time and have never seen so many questionable results that we have to repeat. Concerning that the repeat testing is usually not matching the original positive result.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives." Customer reported that they are witnessing suspected false positive results for mrsa assay samples with unusual pcr curves that are repeated and upon repeat give a negative result. A bd field service engineer (fse) was dispatched to the customer site where they performed an instrument health check which indicated a failure for reader b. The fse replaced the reader on side b and renormalized both readers following reader b replacement. Alignments were verified to be within specification. Instrument qualification was performed and passed. This complaint is confirmed by service & quality. The root cause cannot be determined with the information provided. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of instrument related issues requiring dispatch of review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6) and two additional cases were observed on 07apr2023 and 18apr2023 for the complaint failure mode reported.

Event description:
Report 8 of 11 it was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. There was no report of patient impact. Assays used: mrsa xt the following information was provided by the initial reporter: we have been experiencing what appears to false positive results for the mrsa xt assay. We have 2 instruments and run mrsa xt assay primarily on system (B)(6). Initially we thought there may be an issue with reader b of that instrument, but we have now seen the issue on both a and b sides as well as our other system (B)(6). We see extremely low pcr amplification interpreted as positive, that upon repeat on bd max and/or genexpert systems are negative. Run 10009 (5/25/2023): sample ID- (B)(6) generated a positive result with a poor graph. Repeat testing on genexpert was negative. We have been running the bd max systems for a very long time and have never seen so many questionable results that we have to repeat. Concerning that the repeat testing is usually not matching the original positive result.